Manufacturer narrative:
The other relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010: product type catheter product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2010 : product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jun-05 reported the patient went to the emergency room (ER) on an unknown date with symptoms of overdose after their last pump refill session. The healthcare professional (hcp) stated that they are confident that the refill was accurately done and not a subcutaneous fill. The hcp was concerned the pump rotor may not be functioning properly. Factors that may have contributed, caused or led to the event included the patient went to receive a pump refill (unknown date/time) and per hcp went to the ER experiencing overdose symptoms. Diagnostics/troubleshooting performed was unknown. It was noted that per hcp, the patient was scheduled to be evaluated for an intrathecal pump exchange sometime next week (date unknown). It was noted that the issue was not resolved. It was stated that surgical intervention did not occur, but was planned but not scheduled. The patient's weight was unknown, and the patient's status at time of report was "alive-no injury." No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown what troubleshooting was performed related to the concern of the pump rotor not functioning properly. Regarding the concern of the pump rotor not functioning properly it was noted that the patient presented overdose symptoms after a refill and the physician was sure he was not subcutaneous at the time of the fill. The pump will be returned to the manufacturer when the pump is explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 1.016 mg/day via an implantable pump for non-malignant pain, chronic/intractable pain (trunk/limbs), and other non-malignant pain. It was reported there was a "pump malfunction" and the ¿pump was leaking medication.¿ they were switching the patient to saline (minimum rate mode) until it could be taken out. After the patient¿s last refill, the patient was hospitalized for overdose. They thought there was a "micro-leak in the tubing somewhere". They got 3 ml less than what they were expecting, and the drug was leaking into the tissue. They planned to remove the pump. They planned to monitor the patient while saline was being delivered to determine whether or not they would replace the pump or just discontinue intrathecal dilaudid. There were no further complications reported.